Event description:
Per the (B)(6) technician, there was a component missing. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
Per the procare technician, there was a component missing. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
After completing our device evaluation and obtaining additional information, it was determined that this event was related to a missing o-ring, which is a large, easily identifiable component not likely to be lost in a surgical site and cause or contribute to a serious injury or require medical intervention to prevent a serious injury. Therefore, this event is not considered reportable.